Manufacturer narrative:
The pod was received with the cannula assembly deployed. Initial inspection of the pod found the exposed portion of the soft cannula to be damaged. Fluid path testing found a separate tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when these damages occurred. The download data contained no timeouts, drive stalls, or hazard alarms that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was worn on the patient's hip/buttocks for between 4 nd 24 hours. As treatment, multiple corrections were delivered.